Event description:
A company representative reported that the handle attachments of two reliance lite t- handles fractured intra-operatively. It was further reported that the fractured component entered the patient wound site and was subsequently retrieved. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the first of two handles.